Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer has some issues with one of the wound drainage accessories. The below item was listed as comparable to the bcc1 and bcc2 from ethicon, but our cvor area was advising that the caps do not stay on the new bard medical. These caps will not provide a tight seal and can come off. Item 072510 was an exact cross for bcc3 ,3 in 1 connector but was not a like for like for the other two, bcc1 and bcc2.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿dimensions of the adapter incorrect, adapter mechanically damaged". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician." UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer has some issues with one of the wound drainage accessories. The below item was listed as comparable to the bcc1 and bcc2 from ethicon, but our cvor area was advising that the caps do not stay on the new bard medical. These caps will not provide a tight seal and can come off. Item 072510 was an exact cross for bcc3 ,3 in 1 connector but was not a like for like for the other two, bcc1 and bcc2.